Event description:
Complianant alleged that during routine preventative maintenance there was no ECG trace available on monitor display. Complainant indicated that there was no pt involvement in the reported malfunction.